Manufacturer narrative:
(B)(4). Device evaluation: the device was returned to the factory for evaluation. The device was evaluated in response to the reported "failure to load". Blood was not observed in the delivery tube. Blood was not observed on the seal or inside the delivery tube, which indicates no attempt to deploy the device into the aorta. The slide lock was disengaged. The plunger was fully depressed on the delivery device. The tension spring assembly remained inside the delivery device tube. The seal was intact and extended outside of the delivery tube. Device dimensional measurements were taken. The values recorded were within the tolerance specifications. The presence of the seal assembly inside the loader, the absence of blood in the tube and the observations of the slide unlocked and the plunger fully depressed indicate that the device was inadvertently ejected prematurely. The instruction for use instructs the user not to unlock the slide or depress the white plunger until ready to deploy into the aorta. Based upon the as-received condition of the device, the reported complaint for failure to load is unable to be confirmed. The as-analyzed condition of the device was identified as "premature deployment". The root cause of the as-analyzed failure is user error. The as-analyzed failure mode is addressed in the instructions for use.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal was unable to be set properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. During preparation, the seal was unable to be set on properly. Another product was used to complete the procedure. No patient injury was reported. Investigation is not required. The defective product will be returned.

Manufacturer narrative:
On 03/10/2016 02:26 pm (gmt-5:00) added by (B)(6): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4)

Event description:
On 02/18/2016 11:20 am (gmt-5:00) added by (B)(6): the hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal was unable to be set properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. On 02/18/2016 11:07 am (gmt-5:00) added by (B)(6): during preparation, the seal was unable to be set on properly. Another product was used to complete the procedure. No patient injury was reported. Investigation is not required. The defective product will be returned.